Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that failed to open during a procedure and was discovered to be damaged after removal. The patient was being treated for an unruptured saccular aneurysm of the right cavernous segment. The aneurysm was 25.8 mm with a neck diameter of 9.67 mm. Vessel tortuosity was normal. It was reported that the distal side of pipeline was unable to open in the blood vessel. The attempted to increase and decrease the tension, pulled back to the internal carotid artery, but it was still unable to open. After removed out of the patient's body, pushed the distal side of pipeline from marksman, and found that the distal side was burr. The patient did not sustain any harm or injury during the procedure.